Event description:
The user came to the clinic on (B)(6) 2024 with a complaint of poor speech perception through cochlear implant. No accident or trauma has been reported; no high grade fever and no swelling or redness on implant site. No other medical problems reported. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on 20th may, 2024 with a complaint of poor speech perception with the device. Re-implantation is considered.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.